Event description:
1. Describe the event: there was an allegation about questionable results for 35 patients tested for elecsys t3 on a cobas pure e 402 analytical unit when compared to the chemiluminescent immunoassay (clia) method. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation identified turbidity in the syringes of the analyzer. 2. Summary of follow up/corrective actions taken: the field service engineer performed corrective maintenance. The instrument's performance improved after the service visit. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.